Event description:
Customer reported via phone, the cannula from the sensor came off with the needle and would like a replacement. Customer's blood glucose was unknown. Customer stated the whole cannula came off the sensor with the needle. Customer declined troubleshooting. She agreed to return the sensor for further analysis.

Manufacturer narrative:
One opened and used partial sensor was inspected and the cannula was found retracted and the electrode broken. It could not be confirmed if the customer received the sensor in this condition due to the product being returned opened and used. No insertion needle was returned

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.